Event description:
While performing software testing an issue was identified. If periodic clinical data transmission is active and in use at the time a shock is delivered, the shock is delivered, and the device will reboot. This issue was found in testing at philips by a philips product support engineer and there was no pt involvement.

Manufacturer narrative:
(B)(4). While performing software testing an issue was identified. If periodic clinical data transmission is active and in use at the time a shock is delivered, the shock is delivered, and the device will reboot. This issue was found in testing at philips by a philips product support engineer and there was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.